Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-product analysis:the pump has been returned and evaluated by product analysis on 03/06/2014 with the following findings:the complaint of a blank screen was unable to be investigated due to an unrelated issue. The pump was unable to power on due to moisture within the battery compartment.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the pump powered up to a blank display screen after battery change. Patient stated that there was no trauma or moisture exposure to the pump. Issue was not resolved with a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.